Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown (coil missing)") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a (B)(6) female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine polypectomy, ovarian cyst and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("severe cramping"). On an unknown date, 3 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation, hysteroscopy and d&c.). At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr received: case became incident. New reporters, patient demographic information, product indication, lot no, concomitant disease and medication, new events device dislocation, abdominal pain and vaginal haemorrhage, pelvic pain/ pain added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown (coil missing)") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 34-year-old female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine polypectomy, ovarian cyst and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("severe cramping"). On an unknown date, 3 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation, hysteroscopy and d&c.). At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-feb-2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.